Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the blue screen error on station. The technical support specialist was able to resolve the issue by repairing the rss and restarting the station. The customer confirmed the medstation application was functioning. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had been stuck on carefusion bluescreen. The customer reported that blue screen was on even before the user could login to pyxis and there was a delay in patient care. There were no adverse events or injuries reported based on this event.